Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the monopolar curved scissors (mcs) tip cover accessory on RMA 301397350030 to perform failure analysis (fa). Fa was not able to reproduce nor confirm the customer reported complaint. The accessory was returned unopened. There was no physical damage observed during visual inspection. No product issue was identified. Isi did receive the monopolar curved scissors (mcs) tip cover accessory on RMA 301561200010 to perform failure analysis (fa). Fa was not able to reproduce nor confirm the customer reported complaint. Visual inspection displayed no signs of physical damage. The accessory was placed on an in-house golden mcs instrument. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The tips opened and closed properly. The accessory remained tightly in place and did not fall off. No product issue was identified.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. A return material authorization (RMA) was issued to evaluate the intuitive surgical, inc. (Isi) device, but it has not been received for failure analysis investigation. Additional information is being gathered to determine the contribution of the device to the customer reported issue. Although the complaint was not confirmed by failure analysis since the accessory has not been returned, the information gathered indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the monopolar curved scissors tip cover accessory fell off into the patient. The procedure was completed robotically. Intuitive surgical, inc. (Isi) attempted follow-up to obtain additional information. However, no further details have been received as of the date of this report.